Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat highly sensitive troponin-I, which was questioned by the patient¿s physician and provided the following details: architect initial result was 8.77g/l and repeat results were 10.313g/l and 8.558g/l (customer reference range <0.0342g/l) roche poct result was normal the orsendo result was <0.012g/l, which is normal. It was suspected that there might be interference and dilution and peg tested was conducted. Dilution testing: 2x dilution was 4.60, 4x dilution was 6.692, 10x dilution was 13.719 g/l. The result after peg precipitation is 0.014g/l. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect stat highly sensitive troponin-I, which was questioned by the patient¿s physician and provided the following details: architect initial result was 8.77g/l and repeat results were 10.313g/l and 8.558g/l (customer reference range <0.0342g/l) roche poct result was normal the orsendo result was <0.012g/l, which is normal. It was suspected that there might be interference and dilution and peg tested was conducted. Dilution testing: 2x dilution was 4.60, 4x dilution was 6.692, 10x dilution was 13.719 g/l. The result after peg precipitation is 0.014g/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65129ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 65129ud01 was identified.